Event description:
(B)(6) - it was reported by the territory business manager (tbm) that the m41srb power wheelchair stopped running, and it displaying a brake fault code. There is no patient injury reported.